Event description:
It was reported that the picture on the unit freezes or disappears, further, purple or green stripes are observed.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.